Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the abdomen. On 07/09/2024 around 2:30am, the patient got out of bed and loss of consciousness due to hypoglycemia. The patient did not report what the cgm reading was when the patient lost consciousness, and it was not known if the cgm alerted the patient for the hypoglycemia. The patient was by herself and was unconscious for a few hours. At 5:15am the patient called the ambulance. The patient could not talk well at that time and the emergency operator could not understand her. At an unspecific time, the paramedics arrived, the patient was treated with a glucagon injection, and ¿sugar water¿ by the paramedics. The patient´s heart rate was 40 beats per minute. The patient arrived at the hospital around 7:45am. At the hospital, a computed tomography scan and lab tests were taken, which no abnormalities were found. A fingerstick was taken at the hospital at an unspecific time, the cgm reading was 13.0 mmol/l, and the bg reading was 8.0 mmol/l. The patient stayed at the hospital for 11 hours and was discharged after that. At the time of the report the patient was stable. Per follow up on 07/16/2024 by technical support regarding the event and the cgm reading at the time of the loss of consciousness but declined to provide any further details. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient was loss of consciousness. The reported glucose values fall within the b zone of the parkes error grid calculator when the patient was tested at the hospital. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.